Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63 alarm. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error. And the customer was able to clear the error and successfully complete fill cannula delivery test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Unit powered up properly after battery installation. Unit passed self test, displacement. Unit successfully downloaded to thump. Verified pump error 63 alarms (file number 2017 line number 147) in the adapt tool fault main error log on 08/02/2024 14:13:00.000. Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay at select button, pillowing keypad overlay, stained keypad overlay. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Isolate to electronic assembly. Cosmetic damage confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.